Manufacturer narrative:
Physio-control evaluated the customer's device and was able to duplicate the reported issue. After replacing the battery pins, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device powered off during use. There were no reports of patient use associated with the reported event.